Event description:
It was reported that one day post-implant, device interrogation found that two pors (power on reset) parameters had occurred on the day of implant. There was also a message stating that wireless telemetry was no longer available with this device. Some atrial oversensing was noted, which was believed to be before atrial sense was reprogrammed after por. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the por (power on reset) indicates the device attempted to pace faster than the rate limit interval, without overriding the limit. The device will inhibit this attempt, and the ICD firmware will send a reset signal to the microprocessor.